Event description:
According to the reporter, during use, there was a pressure alarm and a blood alarm. The product was replaced with the same product ID (identifier) and lot. There was no reported patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).